Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) lead stretched. Upon analysis, it was reported that the lead was stretched, the distal conductor was distorted, the inner insulation was kinked/buckled and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, there was difficulty extracting/retracting the lead helix; high threshhold and impedance observed. The lead was not used. No patient complications were reported as a result of this event.